Event description:
Customer called to report a pod that was difficult to fill with insulin and then rendered high bg's. Customer stated she placed the pod after it was hard to fill and made a clicking noise. She stated that her bg was 85 when she placed the pod and then 5 hours later, despite correction boluses, her bg rose to high (over 500). No further problems reported.

Manufacturer narrative:
The product has not been returned, so no evaluation is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.